Event description:
Literature was reviewed regarding outcomes and complications related to leadless implantable pulse generator (ipg) implantations among rural and urban hospitals. The authors described patient deaths; however, the causes of death were unknown and only included inpatient mortality post leadless ipg implants. There were patients who experienced pericardial effusion which required intervention/ pericardiocentesis, acute kidney injury, vascular complications which included arteriovenous fistula, pseudoaneurysm, access site hematoma, retroperitoneal bleeding, and venous thromboembolism. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/77 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: procedural complications and inpatient outcomes of leadless pacemaker implantations in rural versus urban hospitals in the united states. Clinical cardiology. 2025. 48:e70081. Doi: 10.1002/clc.70081 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.